Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly (3x) by phone to obtain relevant information, which has not been provided. An examination of the subject device by a lumenis technical expert noted that the reported issue could not be reproduced despite multiple attempts. The technical expert stated: "powered unit on and fired through 100+ shots at various settings without recurrence of error." The expert verified that the subject device energy output was within lumenis specifications and passed all operational and safety tests. The laser device was verified to be safe to use and was returned to service at the user facility. Additionally, customer was advised to use emergency switch in case of unintended firing. Although lumenis was not able to confirm the alleged malfunction at time of service, lumenis is reporting this event in an abundance of caution. Lumenis is still investigating the reported issue and expecting the suspected foot switch to be returned for further evaluation. Lumenis will file a follow-up MDR if or when additional information becomes available.

Event description:
A user facility reported that during a procedure with a lumenis ultrapulse total fx laser, active fx handpiece, the device operator reported that the laser continued to deploy energy after the physician removed foot from the footswitch. It was further reported that the laser beam was removed from the patient and left a burn mark on the wall. Additionally, the user facility reported that no injury to the patient had occurred. The footswitch was shipped to the manufacturing facility for further analysis.